Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating and displayed a "self-check failure" message. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating and the device displayed a "self-check fault- 3172" error message. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report for "stopped ventilating" was not observed during review of device data logs. The device was put through extensive testing including stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The customer's report for "self check fault- 3172" was observed during the review of device data log. The device was put through extensive testing without duplicating the report. However, reports of this nature are not considered to meet our requirements for submission of a medwatch report. Analysis of reports of this type has not identified an increase in trend.